Manufacturer narrative:
E1: patient city: sant antony de portmany. Patient country: spain . Name- medtronic minimed. Street-18000 devonshire street. City- northridge . State- ca . Zip code- 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set tape not sticking due to no enough glue on the cannula event on 11 apr 2026.